Event description:
Inguinal hernia repair using ultra pro mesh. Constant pain, high white blood cell count until 10 days on antibiotics. When antibiotics used, pain stopped. Pain returned along with high wbc in about 10 days after antibiotic cessation. Pain still present after a year and 1/2, and now pt suffers from what appears to be systemic joint pain and chronic pain at the repair site, chronic fatigue, depression and irritability. Pt taking 6 norcos daily which barely stops pain. This was a (B)(6) workmans comp case and they have been reluctant to deal with me, avoiding the issue that the mesh must be removed. Many returns to dr, no help. They state, there is nothing wrong.